Event description:
Vns patient was explatned due to infection. The infection was treated with antibiotics and explant of both the lead (with exception of electrodes) and generator. It was reported that the infection was resolved and that reimplant would take place if desired by the patient's family members. Investigation to date has been unable to determine why the patient experienced an infection so long after implant.